Event description:
It was reported that the patient does not have any stimulation. Impedance check revealed high and low impedances. Reportedly, the patient suffered a fall. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient now has high impedances on all contacts.